Event description:
Caller reported a malfunction on the pump, which did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating it remained within a safe range. The customer was instructed to follow up and conclude a pump reset as a corrective action.